Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery for right breast fibroma, suture and the needle were found detached. After searching, the separated needle and sutures were found and then the nurse continued suturing. The needle and sutures separated again when continued suturing. Another device was used to continue the case. There was no patient injury.